Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a pcl reconstruction, the osteoraptor anchor pulled out. A delay greater than 30 minutes was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void was left in the patient. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings. All returned items are coated with biological debris. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. No containment or corrective actions are recommended at this time.